Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited adhesive peeling off from objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out g2 and to provide an update to field h3. The device was evaluated by olympus, and the adhesive around objective lens is peeled. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to external factors, or handling. However, a specific root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.